Event description:
It was reported that the cordis was placed in the pt either subclavian or ij. When the staff went to use the cordis and remove the 3-way stopcock, it broke off inside the cordis. As a result, the staff removed the cordis and when they did this, the stopcock broke off in the sheath. As a result, a new cordis sheath was placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.